Event description:
It was reported when patient presented to clinic on a routine follow up, noise reversions due to myopotential oversensing were observed via review of data strips. Noise was not reproducible with extensive isometrics. Reprogramming changes were made. The patient condition is well.